Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a motor error alarm. Customer also stated there was cracks around their display window. The customer's backlight was also not functional. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
No motor error alarm during testing. The insulin pump passed functional testing. The motor was tested outside of the device and passed. The backlight functioned properly and no anomaly was noted. The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir tube window.